Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Summary of investigational findings: physician experienced difficulty deploying the filter. He had to push the button approximately 3 times to get the filter to release. The filter tilted as well. Ultimately the filter was used to complete the intended procedure. The patient did not experience any adverse events. Two fluoroscopic videos and a single fluoroscopic image store from (B)(6) 2019 was provided for clinical assessment. Per clinical impressions ¿as there are no images submitted of the deployed ivc filter, the reported tilt cannot be addressed and is not confirmed given the submitted information¿. Review of device history record showed no evidence to suggest that the device was not manufactured according to specification. According to the instruction for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. Based on the provided information a likely cause of the event is that extensive tension prevented the filter from being released as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). 510k/PMA: k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the physician experienced difficulty deploying the filter. He had to push the button approximately 3 times to get the filter to release ((B)(4)). The filter tilted as well ((B)(4)). This filter was ultimately used to complete the intended procedure. The approximate diameter of the vena cave (after measuring) was 28.3mm's. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.